Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil globules with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and oil globules was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced oil gel globules during use. The following information was provided by the initial reporter: customer has been encountering increased aspiration errors on our analysers despite adequate sample volume. Multiple staff have verified seeing fine globules in the serum portion, this also coincides with an increased instance of gel on the analyser sample probes. Tubes are centrifuged @ 4000g for 5 minutes on the track and @2000g for 10 minutes. Fine globules have been seen in tubes using either centrifugation speeds. This site uses pst predominantly therefore the incidence of aspiration errors is less frequent on sst. Staff are now inspecting samples before placing on track.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced oil gel globules during use. The following information was provided by the initial reporter: customer has been encountering increased aspiration errors on our analysers despite adequate sample volume. Multiple staff have verified seeing fine globules in the serum portion, this also coincides with an increased instance of gel on the analyser sample probes. Tubes are centrifuged @ 4000g for 5 minutes on the track and @2000g for 10 minutes. Fine globules have been seen in tubes using either centrifugation speeds. This site uses pst predominantly therefore the incidence of aspiration errors is less frequent on sst. Staff are now inspecting samples before placing on track.